Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm. Unit received with moisture damage at electronic assembly. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Fluid was under the lcd display. The insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer discontinued the use of the device and reverted to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.